Event description:
Pt reported obtaining a blood glucose result of "hi" (>600 mg/dl), while using the suspect device. Pt immediately retested, using a new strip vial, and obtained a result of 243 mg/dl. Pt indicated that no action was taken based on these results. Pt noted that qc testing had been performed on the new strip vial and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.